Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.8x5.1 cm abdominal aortic aneurysm. The proximal aortic neck was 25 mm, in diameter, with a length of 22 mm. It was reported that the physician prepared to implant the stent graft. When the scrub tech attempted to flush the delivery system, the saline was coming out around the graft at the end of the retractable sheath cover instead of the taper tip. It was stated that the delivery system was difficult to flush. The physician used a stiff wire on the back table to push through the taper tip. This caused a small piece of foreign material to break free, and the wire then passed through the taper tip without difficulty. The system was flushed again, and good flow was noted. The device was then implanted. No clinical sequelae were reported and the patient status is fine.

Manufacturer narrative:
(B)(4).